Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department and no product performance issues were identified. The described event occurred during a supply change operation and before the leadscrew nut was rewound. The engineering logs found no malfunction alerts from the start of use to the end of currently available logs. Review of motor activity in the logs also show no abnormal motor activity. The user did not follow the screen prompts on the ilet, remained connected to the device, then inserted a newly filled insulin cartridge into the ilet without properly completing the rewind process. Additionally, the user reused the tubing and luer connector during the supply change. This is contrary to the user training, the ilet's instructions for use and the prompts that are displayed directly on the ilet rewind screen. After tapping the change insulin cartridge & tubing row, the following message displays directly on the ilet screen: "disconnect tubing from body. Insulin delivery will be stopped" the device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and review of the device logs it was determined that the ilet operated as intended. This event was clearly due to a use error as the user remained connected to the ilet tubing, did not rewind the device and. . .

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user unintentionally pushed an entire cartridge of insulin into him. While changing his cartridge, the user not did properly complete the rewind process nor disconnect from the device. The event occurred on (B)(6) 2024. The cds reported the user went to the ER, received treatment, and was released. The user is off the pump and is back using daily insulin injections. On (B)(6) 2024 customer care spoke with the user and obtained additional information about the event. The user reported he changed his cartridge for the first time and accidentally placed an entire cartridge of insulin into himself. The user stated paramedics were called and they administered d-50 and an IV with sugar water. The user was then brought to the hospital. The user reported his lowest blood glucose level was 50 mg/dl and did not lose consciousness or have a seizure. The user stated his wife is a nurse and brought him glucose tablets as a courtesy and he could have gotten them on his own. The user has an appointment with his healthcare provider (hcp) on (B)(6) 2024 to get reconnected to the ilet.